Manufacturer narrative:
A software investigation was completed, and system log files were analyzed. According to the logs, the umbilical cord was disconnected at 10:57:14. The imaging system transitioned to standalone mode as evident by the following log message: ¿acquisition mode changed from 3d to sa.¿ the user later reconnected the umbilical cord at 10:58:27. At 10:58:52, the logs showed the following error: ¿opening framegrabber failed: exception in connect(): document.loaddocument(iport4030cb.xml) failed. Result = cannotopenfile.¿ according to the logs, the imaging system never exited standalone mode as evident by the following log message: ¿user action: device: pendant, ID: 45 (eaglehaslanded), action: press, mode: sa.¿ in the incident description, the user stated the pendant showed the mobile viewing station (mvs) marked with a red letter, ¿x.¿ this mark means the mvs component is not ready. The imaging system does not exit standalone mode until all components are ready. The mvs¿s frame grabber component encountered an error because it could not open the iport4030cb.xml configuration file. There is an issue with the file handle; it is not always correctly released from a previous session. This is a known software anomaly, and references to this instance have been added to a software anomaly tracking database. The issue was resolved after rebooting the system, and no further issues have been reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not fully boot. The system remained in stand alone mode until the system was rebooted. After reboot, the system regained normal functionality and was used for the remainder of the case. The procedure was delayed for 10 minutes to reboot the system. The procedure was completed successfully and no patient impact was reported.